Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, while the physician was trying to loop a polyp, the snare loop was unable to close. The handle cannula was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found the handle cannula detached. The handle presented marks of the handle assembly process. Functional evaluation was not performed due to the condition of the device. The complaint was confirmed; the loop would not retract due to the handle cannula detached. The most probable root cause for this event is undeterminable. There is an investigation in place to address this issue.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a polypectomy procedure. According to the complainant, during the procedure, while the physician was trying to loop a polyp, the snare loop was unable to close. The handle cannula was detached. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.